Manufacturer narrative:
(B)(6). (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported bullous keratitis, detachment of descemet¿s membrane and corneal opacity. A description of the event from the surgery center indicated at a one day post op exam, the patient experienced the detachment of the descemet¿s membrane and bullous keratitis was present. At a 6 day post op exam, corneal opacity was observed. At a one week post op exam, the whole descemet¿s membrane was detached. For treatment of the descemet¿s membrane, air injection was performed and the patient was sent to hospital.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: in the initial report, the date received by manufacturer entered was incorrect as it should have indicated 5/17/2017. All pertinent information available to abbott medical optics has been submitted.